Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported a concern with the "accuracy of delivery" when infusing experimental drugs. Although requested there are no further details provided.

Manufacturer narrative:
Concomitant medical products: 2000ml baxter bag lot number 1209732 exp. 2020-01-31 sodium thiosulfate and 5% dextrose. The customer¿s report of issues with rate accuracy were neither confirmed nor replicated. Physical inspection was performed on the device and the only observed anomalies were dull iui connectors and a loose component from the motor controller board found inside the pump module. Analysis of the pcu event log shows that pump module s/n (B)(4) was programmed at 11:32 am on (B)(6) 2018 for a basic infusion at 403ml/hr with a vtbi of 1208ml. The infusion continued until it reached kvo at 2:34 pm. At 2:43 pm the user changed the rate to 60ml/hr and the vtbi to 500ml and restarted the infusion. At 11:35 am, pump module s/n (B)(4) was programmed for a basic infusion at 400ml/hr with a vtbi of 950ml. The infusion continued until it reached kvo at 2:01 pm. The user then channeled the device off. At 2:44 pm, the user programmed a basic infusion to run at 60ml/hr with a vtbi of 500ml. At 11:04 pm, the primary infusion on both devices completed and the devices transitioned to kvo. At 7:07 am on (B)(6) 2018, both modules were paused and at 7:08 am, they were channeled off. The volumes recorded as being infused during this period were 1789.32ml for pm s/n 3694122 and 1530.6ml for pm s/n (B)(4). Functional testing performed found both pump modules to be delivering fluid within specification. The root cause of the customer¿s concerns with rate accuracy were not identified. Intended infusion parameters were not provided.